Event description:
It was reported that the customer had an a21 alarm on the insulin pump. The customer's blood glucose level was 457 mg/dl. The customer noticed the screen is blank and change battery and then got an a21 alarm. The customer was at work and call was disconnected before troubleshooting could begin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.